Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The customer stated that there was an intermittent connection and confirmed that the issue was not against the erbe generator, but the e-100 generator. The fse tested the e-100 generator, and there was nothing wrong with the connections. The fse was unable to replicate the reported issue. However, the fse replaced the e-100 generator as a precaution. Isi received the e-100 generator involved with this complaint to perform failure analysis. The reported failure was replicated and confirmed by failure analysis. The unit was installed into the test system, and it failed. The power button had a white light, and the bipolar led had no light. Failure analysis was unable to cut or seal.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, there were vessel sealer instrument issues. Customer requested the erbe generator to be checked. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: the customer used another bipolar instrument.